Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level of 700-800 mg/dl. Suspected cause was unknown. The customer administered a bolus via the pump and a manual injection to address bg; however the customer's "body did not respond to the insulin". At the time of the report with tandem technical support there was no additional information available. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.